Manufacturer narrative:
(B)(6).

Event description:
It was reported that the blue tip of the portex endotracheal tube would often disconnect, leading to a ventilation defect (oxygen desaturation). This product problem did not cause or contribute to any adverse health effects for the patient. No medical intervention was required.